Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. This rv lead was replaced and never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to placement difficulty that took 40 turns to get the screw out. This rv lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes (f10) in section f and device codes (h6) in section h.